Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and increased pacing threshold measurements. A revision procedure was performed and when the lead was connected to the pacing system analyzer (psa) loss of capture (loc) was observed. The physician elected to surgically abandon the lead due to suspected lead fracture. No adverse patient effects were reported.